Event description:
It was reported the pt has ineffective stimulation and unintended abdominal stimulation. A sjm representative interrogated the system and found no anomalies. Reprogramming was able to eliminate the abdominal stimulation. However, the pt continues to experience ineffective stimulation. The pt will use the new programs and monitor stimulation effectiveness.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable for form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.